Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that she just looked at pump and her whole screen is just white. The customer states that when holds menu button the screen turns black but when she presses any other button, the screen turns white. The customer reports display is solid white. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected solid white / blank display due to broken traces on the lcd glass between the lcd controller and lcd image area. Unable to perform the self-test, sleep current measurement, active current measurement, displacement test or verify missing segments/partial display due to display anomaly. Unit was received with minor scratched display window, case and keypad overlay.